Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product was not returned and not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she is experiencing a black shape of the implanted lens over her line of vision in partial darkness. The consumer experiences almost blindness in dim light. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.